Event description:
It was reported that the insulin pump had a crack on the screen that was coming up from the edge, where it connects to the insulin pump. The customs was unaware how the damage had occurred. The customer's blood glucose was 370 mg/dl, which was treated with the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.